Event description:
Information rec'd indicates the pendant controller is not working all the time.

Manufacturer narrative:
The technician found a faulty pendant and pendant extension cable. The technician replaced the pendant and cable to repair the bed.